Event description:
Customer reported that a pt might be having an allergic response with an infectious component. Additional info was requested; no further info was received.

Manufacturer narrative:
Date sent to the FDA: 10/01/2009. Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Customer reports the following possible product: coated vicryl suture.